Event description:
The event of nodules has resolved.

Manufacturer narrative:
Concomitant therapies: juvéderm ultra plus¿ xc. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "sinusitis" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports patient injection with juvéderm® volbella¿ with lidocaine (0.9ml) in lips, perioral wrinkles and barcode/perilabial region, juvéderm ultra plus¿ (1ml) in puppet/marionette lines and chinese mustache/nasogenian and lip-mentonian grooves and juvéderm® voluma¿ with lidocaine (0.8ml) in the left mandibular contour. 10 days later, juvéderm® voluma¿ with lidocaine (0.2ml) injected in pre jowl and upper lip (0.1ml). 3 months later, patient experienced intermittent and persistent late edema on the upper lip, hardened nodules (initially painful) on the left mandibular contour. After a few weeks, nodules in the right mandibular contour appeared. Suspected biofilm. The following month, predsim 40 mg per day for 7 days provided. The next month, clavulin for 14 days given as patient thought they were experiencing sinusitis (not related to the filler). A month later, approximately 110 u hyaluronidase+ clarithromycin 500 + ciprofloxacin 500 every 12 hours for 4 weeks. Approximately 90 u hyaluronidase provided the following month. 4 months post symptoms apparition, patient still refers to 2 small nodules in the right mandibular contour as well as an internal pimple. Physician afraid to provide additional hyaluronidase treatment as the patient misses the filling that was initially administered. Nodule is more palpable than visible. No inflammatory signs and per the healthcare professional the non-inflammatory nodule can be managed conservatively with follow-up without interventions. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00503 (allergan complaint #(B)(4)), MDR ID# 3005113652-2020-00504 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2020-00505 (allergan complaint #(B)(4)). This MDR is being submitted for the first juvéderm® voluma¿ with lidocaine injection.